Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported unspecified tissue injury (no treatment) associated with the septal tear, and the reported positioning failure, were due to procedural circumstances during transseptal puncture in conjunction with challenging patient anatomy (rotated heart, an enormous left atrium, a very elastic septum, and a difficult transseptal site). The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional steerable guide catheter referenced is filed under separate medwatch report number.

Event description:
This is filed to report a tear in the septum. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4+ with elastic septum, and rotated heart. The patient presented with dilated left atrium due to atrial fibrillation. The transseptal puncture was noted to be difficult due to rotated heart. The steerable guide catheter (sgc) was advanced with no reported issue. The clip was advanced to the mitral valve; however, it was not possible to grasp both leaflets due to suboptimal transseptal puncture. After two hours of procedure, a tear of the septum was noticed. It was not clear what caused the tear in the septum. It was decided to abort the procedure with mr remained at grade 4+. No additional information was provided.